Event description:
This was a diagnostic case. The patient was not obese and no calcification, tortuosity, or scarring were noted. The initial access puncture was moderately high at the top of the femoral head on the border of the common femoral artery and iliac artery, just below the inferior border of the inferior epigastric artery. The procedure proceeded as planned; however, an angiogram taken prior to sheath pull revealed a small dissection posterior of the artery, just superior to the point of sheath insertion. The physician did not believe it was clinically significant and no action was taken. Following death pull, manual compression was held for 10 minutes and hemostasis was achieved. 5 minutes later, the patient re-bleed and an additional 10 minutes of manual compression was held. A retroperitoneal hematoma (rph) was also speculated post hemostasis. The technician holding the groin attributed the re-bleed to the coumadin, high inr, and the patient lifting her head post hemostasis. The patient recovered without further sequelae.

Manufacturer narrative:
Attempts to retrieve additional info were unanswered by the facility citing (B)(4). The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instruction for use (IFU), was reviewed. Dissection and other possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause of the dissection, based on available information, is unknown as it cannot be definitively determined. The probable root cause of the re-bleed, based on available information, is the patient's high inr and movement post hemostasis. The probable root cause of the rph, based on available information, is use error as a result of the reported high stick.